Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report, b5: describe event or problem, d9: device available for evaluation change ¿no' to 'yes', g3: date received by manufacturer, h1: type of report, follow-up number, h2: follow up type, h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number k011028 and k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported the implant in was removed due to peri-implantitis. Patient felt pain.